Event description:
During the procedure the stent migrated, dislodged and was subsequently inflated in the brachial artery.

Manufacturer narrative:
This patient present to cath for treatment of a 75% de novo lesion in the proximal through the distal right coronary artery of unknown length in a 4.25mm vessel diameter. Three cypher stents were successfully deployed from the distal end of the target lesion. However, untreated disease remained at the ostium of the proximal right coronary artery. Therefore, a 3.5x18mm cypher was inflated and implanted using the parallel wire technique. However, the physician forgot to withdraw the supporting guidewire before deploying the stent and the wire was retrieved after the stent was implanted. When the wire was retrieved, the stent migrated and was hanging at the tip of the guiding catheter. An express2 stent was implanted instead at the ostium. When the physician attempted to retrieve the cypher stent by using the balloon of the express2, the cypher stent dislodged near the tip of the sheath and was inflated in the brachial artery. Additional details of the procedure were requested but are not available. The remainder of the product was received for testing and evaluation but the engineering report is not available as of this writing. Please note that this product. Lot no i0306018) is not distributed in the united states. However, it is similar to the united stated distributed product.